Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 07/27/2015 with the following results: display is faint with a red tint. Unrelated to the complaint, the battery compartment was found cracked from top to the case seal along left side to the grip pad. Battery cap returned with the pump was used to test the investigation. (B)(6)

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.